Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image error e315. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction found in investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use, the gastrointestinal videoscope had snowflake image. There were no reports of patient involvement.